Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose levels were 450 mg/dl, 41 mg/dl and 235 mg/dl. The customer had been using the insulin pump system within 48 hours of serious events. The customer treated high blood glucose levels with insulin pump as well as manual injections and went low which was treated with food. The insulin pump had also received low reservoir alarm. The drive support cap was out. The insulin pump passed self test. The insulin pump will be returned for analysis.